Event description:
It was reported that this right ventricular lead exhibited high impedance and a fracture was suspected. An explant procedure was attempted but this lead could not be fully removed, and a part remains in the body. This lead was successfully replaced. No additional adverse patient effects.